Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge remained static at 50 units even though over 25 units had been delivered for pump therapy. During troubleshooting with tandem technical support, the customer disconnected from site and delivered a 5 unit test bolus, and it was verified that the customer observed drops coming out at the end of the infusion set tubing. Review of the customer's basal and bolus history showed that all requests had been delivered successfully. Reportedly, the customer loaded a new cartridge and received an accurate fill estimate. Insulin delivery was resumed. The customer reported blood glucose (bg) level ranged in the 400-500's (mg/dl); however, was unsure if bg level was elevated due to taking steroids. To address the bg level, the customer delivered a correction bolus.